Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and opening. A microscopic analysis was performed a sharp opening in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "developed capsule" and "symptomatic." Additionally, healthcare professional reported rupture, capsular contracture, baker grade IV and ¿bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted.